Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).

Event description:
A surgical coordinator reported that a lens rotated off axis following intraocular lens (iol) implant surgery. A secondary surgery to rotate the lens is planned. Additional information was received from the surgeon, who indicated that the pt has an unexpected postoperative outcome. In his opinion, the iol did not cause the outcome. There were no complications during the initial surgery. The lens did not rotate as previously reported. The current axis orientation is within two degrees from the intended orientation.